Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left/middle abdomen'), uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus/r tubal patency and misplaced essure coil/failure to cocclude falopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 355832-inv, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dementia, pelvic pain, muscle spasm, pain bladder, cyst removal, cramp in lower abdomen and amenorrhea. Current weight 183 lbs. Concomitant products included etonogestrel (implanon) from 2012 to 2015 and etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil visible right, 4 coils visible at left. Insert another coil or remove current current weight 183 lbs. Bilateral salpingectomy - 1 coil still in uterus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: as per pfs - unilateral occlusion (left tube occluded) as per mr- occluded left lobe into with essure device. Patent right fallopian tube. No right-sided essure device coil. There is an additional fissure device on the left, coiled in the cornual segment. Record confirming concerning the injuries reported in this case, the following one were described in patients medical: vaginal bleeding lot number: c55832 production date 2014-05-13 expiration date 2017-05-31 . Lot number 355832 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left/middle abdomen') and uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus/r tubal patency and misplaced essure coil/failure to cocclude falopian tube') in a 33-year-old female patient who had essure (batch no. 355832-inv, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dementia, pelvic pain, muscle spasm, pain bladder, cyst removal, cramp in lower abdomen and amenorrhea. Current weight 183 lbs. Concomitant products included etonogestrel (implanon) from 2012 to 2015 and etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth loss ("teeth loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased had not resolved and the tooth loss outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil visible right, 4 coils visible at left. Insert another coil or remove current current weight 183 lbs. Bilateral salpingectomy - 1 coil still in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: as per pfs - unilateral occlusion (left tube occluded) as per mr- occluded left lobe into with essure device. Patent right fallopian tube. No right-sided essure device coil. There is an additional fissure device on the left, coiled in the cornual segment. Record confirming concerning the injuries reported in this case, the following one were described in patients medical: vaginal bleeding lot number: c55832 production date 2014-05-13 expiration date 2017-05-31. Lot number 355832 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- loss of teeth.reporter were added. Were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left/middle abdomen') and uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus') in a 33-year-old female patient who had essure (batch no. 355832-not valid, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "patent right fallopian tube" on (B)(6) 2015. The patient's medical history included dementia, pelvic pain, muscle spasm, pain bladder, cyst removal, cramp in lower abdomen and amenorrhea. Current weight 183 lbs. Previously administered products included for birth control: implanon from 2012 to 2015 and iud from 2008 to 2010; for an unreported indication: nuvaring. Past adverse reactions to the above products included cyst with iud; and genital haemorrhage with implanon. Concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth loss ("teeth loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and surgical removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased had not resolved and the tooth loss outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil visible right, 4 coils visible at left. Recommendation at unknown date: insert another coil or remove current. Current weight 183 lbs. Bilateral salpingectomy - 1 coil still in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: as per pfs - unilateral occlusion (left tube occluded) as per mr- occluded left lobe into with essure device. Patent right fallopian tube/ free peritoneal spillage. No right-sided essure device coil. There is an additional essure device on the left, coiled in the cornual segment. Hysteroscopy - on (B)(6) 2015: both tubal ostia visualized. Essure insert placed with one coil visible in the right tubal ostia lot number is 355832 reference ess30s expires 5/ 17. Matching coil attempted in left: tubal ostia and then coiled back on itself and was easily removed with hysteroscopic graspers. Repeat cannulization of the left tube performed with another essure reference ess 305 lot nmber cs5832 expires s/17 4 coils visible. Patient tolerated the procedure well. Laparoscopy - on (B)(6) 2016: laparoscopic bilateral salpingectomy, removal of nexplanon. No complications. Normal tubes bilaterally. No evidence of right essure coil protruding from the uterus. Simple right ovarian cyst. Both tubes were grossly normal in appearance. There was no obvious protrusion of the right essure coil that had somehow ended up in the left fundal area, protruding from the uterus, so no attempts to retrieve it were made. Essure coils were visualized within the tubal lumen, as it was brought out through the lower quadrant site intact and sent to pathology for analyst. Record confirming concerning the injuries reported in this case, the following one were described in patients medical: vaginal bleeding. Lot number: c55832 production date 2014-05-13 expiration date 2017-05-31. Lot number 355832 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality-safety evaluation of ptc (product technical complaint). Event patent right fallopian tube was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left/middle abdomen'), uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus/r tubal patency and misplaced essure coil/failure to conclude fallopian tube') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 355832 right, c55832 left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dementia, pelvic pain, muscle spasm, pain bladder, cyst removal, lower abdominal pain and amenorrhea. Current weight (B)(6) lbs. Concomitant products included etonogestrel (implanon) from 2012 to 2015 and etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil visible right, 4 coils visible at left. Insert another coil or remove current weight (B)(6) lbs. Bilateral salpingectomy - 1 coil still in uterus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: as per pfs - unilateral occlusion (left tube occluded) as per mr- occluded left lobe into with essure device. Patent right fallopian tube. No right-sided essure device coil. There is an additional fissure device on the left, coiled in the cornual segment. Record confirming concerning the injuries reported in this case, the following one were described in patients medical: vaginal bleeding most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received: case became valid and incident. Injury nos was replaced with new events- abdominal pain, uterine perforation, vaginal bleeding, menorrhagia, dysmenorrhea, genital bleeding, weight gain. Essure insertion date was updated. Lot number and events onset date were added. Updated outcome of all events to not recovered/ not resolved. Reporters information, patients dob, demographics, race, lab data, medical history, concomitant condition and drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left/middle abdomen') and uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus/r tubal patency and misplaced essure coil/failure to cocclude falopian tube') in a 33-year-old female patient who had essure (batch no. 355832-inv, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dementia, pelvic pain, muscle spasm, pain bladder, cyst removal, cramp in lower abdomen and amenorrhea. Current weight 183 lbs. Concomitant products included etonogestrel (implanon) from 2012 to 2015 and etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth loss ("teeth loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased had not resolved and the tooth loss outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil visible right, 4 coils visible at left. Insert another coil or remove current weight 183 lbs. Bilateral salpingectomy - 1 coil still in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: as per pfs - unilateral occlusion (left tube occluded) as per mr- occluded left lobe into with essure device. Patent right fallopian tube. No right-sided essure device coil. There is an additional fissure device on the left, coiled in the cornual segment. Record confirming concerning the injuries reported in this case, the following one were described in patients medical: vaginal bleeding. Lot number: c55832 production date 2014-05-13 expiration date 2017-05-31. Lot number 355832 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- loss of teeth. Reporter were added. Were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain/ left/middle abdomen') and uterine perforation ('perforation (uterus)/migration of essure device location of device: uterus') in a 33-year-old female patient who had essure (batch no. 355832-invalid, c55832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "patent right fallopian tube" on (B)(6) 2015. The patient's medical history included dementia, pelvic pain, muscle spasm, pain bladder, cyst removal, cramp in lower abdomen and amenorrhea. Current weight 183 lbs. Previously administered products included for birth control: implanon from 2012 to 2015 and iud from 2008 to 2010; for an unreported indication: nuvaring. Past adverse reactions to the above products included cyst with iud; and genital haemorrhage with implanon. Concurrent conditions included obesity. Concomitant products included etonogestrel (nexplanon). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth loss ("teeth loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and surgical removal). Essure was removed. At the time of the report, the abdominal pain, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased had not resolved and the tooth loss outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one coil visible right, 4 coils visible at left. Recommendation at unknown date: insert another coil or remove current. Current weight 183 lbs. Bilateral salpingectomy - 1 coil still in uterus . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: as per pfs - unilateral occlusion (left tube occluded) as per mr- occluded left lobe into with essure device. Patent right fallopian tube/ free peritoneal spillage. No right-sided essure device coil. There is an additional essure device on the left, coiled in the cornual segment. Hysteroscopy - on (B)(6) 2015: both tubal ostia visualized. Essure insert placed with one coil visible in the right tubal ostia lot number is 355832 reference ess30s expires 5/ 17. Matching coil attempted in left: tubal ostia and then coiled back on itself and was easily removed with hysteroscopic graspers. Repeat cannulization of the left tube performed with another essure reference ess 305 lot nmber cs5832 expires s/17 4 coils visible. Patient tolerated the procedure well. Laparoscopy - on (B)(6) 2016: laparoscopic bilateral salpingectomy, removal of nexplanon. No complications. Normal tubes bilaterally. No evidence of right essure coil protruding from the uterus. Simple right ovarian cyst. Both tubes were grossly normal in appearance. There was no obvious protrusion of the right essure coil that had somehow ended up in the left fundal area, protruding from the uterus, so no attempts to retrieve it were made. Essure coils were visualized within the tubal lumen, as it was brought out through the lower quadrant site intact and sent to pathology for analyst. Record confirming concerning the injuries reported in this case, the following one were described in patients medical: vaginal bleeding. Lot number: c55832, production date 2014-05-13, expiration date 2017-05-31, lot number 355832 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.